Event description:
A health care provider (hcp) reported via a manufacturer representative that the lower part of the support clip was detached during the implant procedure. When the support clip was attached to the stimloc based and fitted, the hcp noticed the lower part of the clip was detached. The hcp did not manipulate the support clip forcefully and wondered why it would have detached. The cause of the event was usage or a possible initial product defect. The clip was replaced and the issue was resolved. There was no patient injury or impact. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.